Manufacturer narrative:
(B)(4). The device was not returned and the product and lot number were unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. This was manifested by abdominal pain and cloudy effluent fluid. The patient was treated with intra-peritoneal antibiotics for two weeks. The cause of the peritonitis was unknown. At the time of this report, the patient had recovered from this event. No additional information is available.